Event description:
Upon removing the sheath, the hub separated from the sheath. The sheath was removed by advancing the dilator through the flexor and pulling the device out. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During the course of investigation, a dimensional verification, and a review of the complaint history, device history record, drawing, manufacturing instructions (mi), quality control (qc), specifications and a visual examination of the returned opened and used product was conducted. The visual examination confirmed that the sheath separated from the check flo assembly, however, the sheath flare did not display signs of elongation, warping, tearing or deformities dimensional verification of the flare diameter indicates the flare meets the manufacturing specification. Per specification, the flares of these devices are inspected to be uniformly round. An air pressure test is conducted on each order received. The quality control personnel also confirm correct size and type of material has been used and that the flare on proximal end of sheath is caught securely in proximal fittings. It is also ensured that the sheath does not rotate in cap fitting and that the coils in sheath continue into cap. There is also a confirmation that the surface of sheath is free of excessive dents, bumps or scratches.